Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited far-field oversensing of ventricular pacing on the atrial channel. A stored episode of atrial tachy response (atr) occurred as a result. Technical services (ts) provided reprogramming options. This device remains in service. No adverse patient effects were reported.